Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in a severely tortuous part of the mid sfa. The stent was stuck with the v18 guidewire during release. The device was removed, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph and a video provided were reviewed. The photograph shows the affected device with a partially released stent on the operation table. The video was taken from the angiogram and shows the withdrawal of the affected device. The physician is able to retrieve both the delivery system and the partially released stent back into the introducer sheath. The delivery system was returned with a partially released stent. The guidewire used in the intervention is stuck in the delivery system. The outer shaft has been retracted by about 10 mm. The stent is trapped between the retractable outer shaft and the distal radiopaque marker. The outer shaft is slightly flared at its distal end and slightly bulged at the location of the proximal stent markers. The proximal end of the stent is located about 30 mm distal to the proximal radiopaque marker, indicating that the stent was pulled in distal direction, most probably during device withdrawal. Both the proximal stent stopper and the proximal inner shaft portion show signs of compression. Also, the proximal outer shaft portion has fractured. The fracture site is plastically deformed which is indicative for an overload fracture. Besides the knife holder and the kink protector, the entire handle assembly is missing. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The fortress (45 cm) introducer sheath used in the intervention was returned separately. The introducer sheath shows indentations at its distal end and is deformed about 27 mm proximal to its distal end. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.